Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead dislodged one day post implant. A revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
Subsequently, boston scientific received information in (B)(6) 2013 that this physician contacted the local representative to report that this patient had died in (B)(6) 2013. The cause of death was not known and the physician was interested in having the stored data from the device reviewed. To date, the lead has not been received at boston scientific. The last known data upload from the patient's monitoring system occurred back in 2009 from the patient's previous device. A new communicator was shipped following the patient's device replacement procedure. However, the communicator was never set-up by the patient upon delivery. Boston scientific received additional information that the manner of death was listed as "natural". The patient had a medical history of heart disease, diabetes and high cholesterol. On the date of death, the patient had undergone a tee cardioversion. The patient had been discharged and collapsed while at home. The patient was assisted back into bed and was found unresponsive shortly thereafter. The patient was transported to the hospital and was declared dead.

Manufacturer narrative:
Upon receipt, visual inspection identified setscrew marks on the is-1 and the distal high voltage terminal pins. Several insulation cuts were noted which is consistent with the type of damage that can occur at the explant procedure. Bodily fluid was found in the rs (negative) due to insulation damage (cut) and in the helix housing. The lead was put through and passed electrical continuity testing.